Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user requested to return the ilet system after experiencing recurrent low blood glucose events and dissatisfaction with device comfort, describing frequent hypoglycemia and a sensation of being tethered, and noting awareness of the cgm sensor on the arm. Symptoms included hypoglycemia. Outcomes included no hospitalization, no emergency care, and no device alarms. Investigation included complaint intake review. Investigation of this case revealed insufficient information to identify a device malfunction or component failure, and no alarms or objective evidence were reported to corroborate a device performance issue. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.